Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.